Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Unit also passed self test and the off no power alarm test. Unit received with a broken off motor slide tip. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test due to broken off motor slide tip. Unable to test for no delivery alarm or motor error alarm due to broken off motor slide tip. The motor was tested outside of the unit and passed. Unit uploaded properly using carelink. Unit also had minor scratched display window, scratched case, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl at the time of the incident. The customer was at 228 mg/dl on the morning of the call. The customer did not mention how they were treated. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.